Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter would not read blood and was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation following reviews of the call by both a senior cca and medical surveillance. The reporter indicated that the meter was new and the patient had obtained it 4 days prior to contacting lfs. The patient manages his diabetes with medications including metformin. It was not established what actions the patient or reporter took after finding that they could not obtain a reading on the meter. The reporter stated that ¿a couple of days¿ prior to contacting lfs, the patient ¿passed out¿ with a reading of ¿40 mg/dl¿. The reporter indicated that he called an ambulance and the patient was taken to the emergency room and then hospitalized for ¿a couple of days¿. The reporter stated that during hospitalization, the patient was treated with ¿dextrose¿, but subsequently obtained high readings of ¿300 and 259 mg/dl¿. He indicated that the patient had urination problems as well as heart and liver issues and was given a CT scan and ultrasound during hospitalization. The reporter also mentioned that the patient¿s metformin was reduced from 1000mg to 500mg per day. During troubleshooting, the cca established that the meter was new. The cca educated the reporter on the requirement to set up the meter prior to testing for the first time. The cca walked the reporter through setting up the meter and walked him through a retest. The issue was successfully resolved when the patient obtained a result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptom suggestive of a serious injury adverse event requiring medical intervention after being unable to obtain a reading on the meter as it had not been set-up prior to testing. The meter could not be ruled out as a cause or contributor to the event.